Event description:
It was reported that a pt developed a blister on the left arm about the size of a one pound british coin after being scanned with a signa excite hd mr system. The pt was scanned for a shoulder exam and she was positioned head first with the hands to the side. Padding was used and there was no skin to skin contact. The doctor on duty saw the pt and applied first aid.

Manufacturer narrative:
A ge healthcare local field engineer was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories : (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (patient alarm & rf safety monitor checks). The device leveling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 11, defines proper pt positioning and padding to prevent warming during MRI scans. Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The cause of the burn could not be determined. No further actions are planned at this time.